Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 694965 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was removed. No patient complications have been reported as a result of this event.